Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
One of the heads of the brush fell off into mouth; the screw released [device breakage]; no adverse event [no adverse event]. Case description: a consumer of unspecified age and gender reported via e-mail on 06-apr-2017 that he/she had a set of 4 oral-b flexisoft brushheads, and one of the heads of the brush fell off into his/her mouth; the screw released. The reporter stated he/she "just put a new brush on it." Concomitant product: oral-b rechargeable toothbrush, version unknown. No symptoms developed. Received 07-apr-2017 consumer follow-up via e-mail: the consumer reported the logo on the brush head stays when scratched with a coin. No symptoms developed.